Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The following information was requested, but unavailable: what was the procedure? What was the reason for the surgery? Explain issue with the clip applier? How long after surgery was the leak identified? What was reason for the re-op? What was done in the procedure to address the leak? What is the current patient status? Was the clip loaded on structure or off structure?

Event description:
It was reported that during an unknown procedure, there was "an issue with the clip applier." The case was completed using another device of the same product code. The patient was readmitted with a bile duct leak.

Manufacturer narrative:
(B)(4). Batch # = m92w3d. Additional information was requested and the following was obtained: what was the procedure: lap chole; what was the reason for the surgery: gallbladder removal; explain issue with the clip applier: nothing; how long after surgery was the leak identified: 1 day post op, patient came in with blood in the abdomen; what was reason for the re-op: identified that the clip that was applied to the cystic artery, was no longer present; what was done in the procedure to address the leak: unknown; what is the current patient status: no patient issues at this time; was the clip loaded on structure or off structure: off structure the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 14 conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.